Event description:
In 2009, the lay-user/pt contacted lifescan, alleging that a one touch ultra meter had a battery indicator issue. The pt indicated that the alleged meeter issue started the day before, at around 1:26 pm. The pt did not take any actions related to diabetes treatment as a result of the alleged issue. On original date, at an unspecified time, the pt claimed that she developed symptoms of shakiness, nausea, and feeling like she was going to pass out. While speaking to the one touch customer advocate (otca), the same day, she was symptomatic. At that point, the pt denied receiving medical treatment as a result of the alleged issue. It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know what actions the pt took in response to the alleged battery indicator issue. The pt alleged a battery indicator issue, but admitted that she had not replaced the meter's battery according to the owner's manual. The pt explained that she could not afford a replacement battery. The meter, test strips and control solutions were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.